Event description:
The biomed reported that the doctor had the connected pencil in the jacket pocket and leaned against the esu which activated the pencil and burned the doctor's chest. The burn was minor.